Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms and low voltage hazard alarms while connected to the mobile power unit (mpu) was confirmed via analysis of the submitted log file. The submitted log file contained approximately 20 hours of data (B)(6) 2021 at 15:10:21 ¿ (B)(6) 2021 at 11:10:04 per the timestamp). The log file captured low voltage hazard and no external power alarms on (B)(6) 2021 from 21:31:58 to 21:32:07 due to a loss of ac power while connected to the mpu. The system controller backup battery supplied power to the system without issue during the loss of external power. The pump maintained a speed above the low speed limit through the log file. Additional information provided stated that the mpu (serial number: (B)(6) will not be returned. It was also reported that it was unknown whether the a/c power cord came loose from the back of the unit or the outlet. Additionally, it was reported that the patient had an electrician perform an assessment of their home, where it was indicated that new circuit breakers and other electrical repairs were required. The root cause of the reported event could not be conclusively determined through this analysis; however, it was indicated that the patient¿s home may have some electrical issues. The reported event would have occurred if the electrical issues in the patient¿s home were to result in a loss of ac power while the patient was connected to the mpu. The device history records were reviewed and the records revealed that the mobile power unit, serial number (B)(6), was manufactured in accordance with manufacturing and quality assurance specifications. The mobile power unit was shipped to the customer on 11jul2018. Review of the device history records showed that the mpu, serial number (B)(6), was shipped to the customer with a v-lock connector on the ac power cord. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (IFU) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the low flow, low voltage hazard and no external power alarms conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 IFU section 3, entitled ¿powering the system¿, explains the various ways to power the heartmate 3 left ventricular assist system (lvas), including how to properly use the mpu and the actions to take in the event of a power failure. Heartmate 3 patient handbook section 6, entitled "caring for the equipment", describes how to care for and clean all equipment, including the mpu. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting/cleaning mpu. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient had low voltage alarms. It was noted that the patient had issues with their electricity at home. A log file was sent in for review which found a low voltage hazard/no external power even on (B)(6) 2021 at 2131 while using the mpu. This was caused by a total loss of power to the mpu. The backup battery supplied power to the pump until power was restored to the mpu. It was not known if the power cord came loose from the wall. It was noted that the patient had an electrician come out to the home which required a new circuit breaker and other electrical work due to the age of the home. No additional information was provided.